Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery."

Event description:
It was reported patient underwent a laberal repair procedure on (B)(6) 2014. During the procedure, the suture anchor pulled out. Another suture anchor was utilized to complete the procedure. There was no reported delay or additional holes drilled.